Event description:
The reporter stated that he did a meter to hcp meter comparison tests, side by side, capillary, using different finger sticks. The results were 120 mg/dl on his meter, and 157 mg/dl on hcp meter (type unknown). He did not have any symptoms. A control solution test of 140 mg/dl was in ranger. On followup, the lifescan representative reviewed testing procedures and discussed meter/lab comparisons with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8